Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify. Date of test: (B)(6) 2012. In 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and allergy to metals ("nickel allergy"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and allergy to metals outcome was unknown. The reporter considered allergy to metals and back pain to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion mentioned as (B)(6) 2012 and 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Events : pain back, allergy nickel were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain related to low back, hip, and abdominal') in an adult female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify date of test :(B)(6)2012. In 2011, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("ra"), fatigue ("fatigue"), pelvic pain ("pain related to pelvis"), gait disturbance ("instability"), exercise tolerance decreased ("exercise intolerance"), abdominal pain ("pain related to pelvis, abdome, low back, and hip") and arthralgia ("pain related to pelvis, abdome, low back, and hip"). In 2013, the patient experienced migraine ("migraine/headaches"), irritable bowel syndrome ("ibm") and alopecia ("hair loss"). In 2015, the patient experienced palpitations ("heart palpitation"), vision blurred ("blurry vision (right eye)"), syncope ("fainting") and dizziness ("dizziness"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding/vaginal menorrhagia/heavy flow"), urticaria ("hives"), toothache ("tooth ache-molar of the right side"), depression ("depression"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), tinnitus ("tinnitus"), eye movement disorder ("muscle twitch (eyes)") and autoimmune disorder ("autoimmune disorder"). The patient was treated with root canal on (B)(6)2019 and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6)2018. At the time of the report, the back pain, allergy to metals, menorrhagia, toothache, fatigue, irritable bowel syndrome, alopecia, pelvic pain, vision blurred, gait disturbance, depression, iron deficiency, vitamin d deficiency, tinnitus, eye movement disorder and exercise tolerance decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, depression, dizziness, exercise tolerance decreased, eye movement disorder, fatigue, gait disturbance, iron deficiency, irritable bowel syndrome, menorrhagia, migraine, palpitations, pelvic pain, rheumatoid arthritis, syncope, tinnitus, toothache, urticaria, vision blurred and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion mentioned as (B)(6)2012 and 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: pfs received. Lot number was added. Patient demographics were added, event depression, iron deficiency ,vitamin d deficiency ,tinnitus, menorrhagia, rheumatoid arthritis, palpitation, migraine, hives, tooth ache, fatigue ,irritable bowel syndrome,hair loss, pelvic pain female, blurry vision, fainting, instability gait , fainting, dizziness, pain in hip, abdominal pain,exercise tolerance decreased was added muscle twitch (eyes} on 23-mar-2020: social media received : new reporter was added, a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain related to low back, hip, and abdominal') in an adult female patient who had essure (batch no. 863569) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify date of test :(B)(6) 2012. In 2011, the patient had essure inserted. In 2012, the patient experienced back pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis ("ra"), fatigue ("fatigue"), pelvic pain ("pain related to pelvis"), gait disturbance ("instability"), exercise tolerance decreased ("exercise intolerance"), abdominal pain ("pain related to pelvis, abdome, low back, and hip") and arthralgia ("pain related to pelvis, abdome, low back, and hip"). In 2013, the patient experienced migraine ("migraine/headaches"), irritable bowel syndrome ("ibm") and alopecia ("hair loss"). In 2015, the patient experienced palpitations ("heart palpitation"), vision blurred ("blurry vision (right eye)"), syncope ("fainting") and dizziness ("dizziness"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding/vaginal menorrhagia/heavy flow"), urticaria ("hives"), toothache ("tooth ache-molar of the right side"), depression ("depression"), iron deficiency ("iron deficiency"), vitamin d deficiency ("vitamin d deficiency"), tinnitus ("tinnitus"), eye movement disorder ("muscle twitch (eyes)") and autoimmune disorder ("autoimmune disorder"). The patient was treated with root canal on (B)(6) 2019 and surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, allergy to metals, menorrhagia, toothache, fatigue, irritable bowel syndrome, alopecia, pelvic pain, vision blurred, gait disturbance, depression, iron deficiency, vitamin d deficiency, tinnitus, eye movement disorder and exercise tolerance decreased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, depression, dizziness, exercise tolerance decreased, eye movement disorder, fatigue, gait disturbance, iron deficiency, irritable bowel syndrome, menorrhagia, migraine, palpitations, pelvic pain, rheumatoid arthritis, syncope, tinnitus, toothache, urticaria, vision blurred and vitamin d deficiency to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion mentioned as (B)(6) 2012 and 2011. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer or lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.